Event description:
It was reported that thrombosis and transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with difficult chicken wing anatomy and a large laa. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. After the device was released, a small thrombus was noted on the threaded insert. Heparin was administered and the procedure was completed. The patient was discharged on aspirin and clopidogrel. The next day the patient returned to the hospital reporting arm and facial tingling. The patient was hospitalized. Transesophageal echocardiogram was performed which no longer visualized thrombus on the device and neurology diagnosed the patient with a tia. The patient was switched from aspirin and clopidogrel to pradaxa. The patient was discharged.